Event description:
During an unknown procedure, the blade on the dilating tip trocar was set to enter the peritoneum. The surgeon tested that blade would retract as designed. This did not happen. There were several faulty blades in the box so did not want to use any from that particular box for safety reasons. Another trocar was used to complete the case. There were no adverse consequences to the patient.